Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The certain gold-tite hexed screw iunihg was not returned. Therefore, a visual and physical/functional inspection of the product could not be performed. No photographs or radiographs of the screws were available for assessment. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture and loosening under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the screw fractured in the patient¿s mouth. The reported event could not be verified, as the product was not returned for inspection and no photographs or radiographs were available for assessment. A root cause for this complaint could not be determined. The following section was corrected: first/given name, middle name was entered incorrectly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age was not provided. Patient weight was not provided. Ethnicity no provided. Device lot # was not provided/unknown. Product has not been returned. Event date unknown.

Event description:
It was reported that abutment screw fractured. Dentist was able to retrieve the screw with no damage to the implant.